Event description:
It was reported that the versajet ii unit runs rpm's out of acceptable level (low setting of 1 = 667 rpm) (high setting of 10 = 1502 rpm). Unit will not prime with new hand set. It is unknown what procedure was being performed when this happened, if a patient was involved, if a back up was available and if there was a delay.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. With no additional information, we cannot established a relationship between the reported event or determine a root cause on this occasion. Potential root causes include, priming issues, kinks, or blockage. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains further instances of the reported event. However, this investigation is now complete with no further action deemed necessary at this stage.